Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were reviewed and identified the following: left total hip arthroplasty with an acute comminuted periprosthetic proximal femoral fracture. There is evidence of advanced polyethylene linear wear and possible liner fracture-relative vertical inclination of the acetabular cup can predispose to accelerated linear wear. Metallic debris about the left acetabulum and joint space is also suggestive of gross metal wear/cup fracture. Extensive osteolysis in the proximal femur and endosteal scalloping around the distal femoral stem suggests aseptic loosening. A definitive root cause cannot be determined. Based on the provided mmi report, the complaint is confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision due to broken tines on the cup and unknown stem issues. Attempts have been made, and no further information has been provided.